Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient (pt) reported feeling the stimulation more or less in their feet and legs, instead of their back. Pt stated that the stimulation is helping the bottom of their back firm not the top of their back. Pt mentioned that they had some procedures done on their legs in (B)(6) 2025. Due to neuropathy resulting from these procedures, pt mentioned it¿s making their feet hurt so bad and it got worse. Pt requested to meet with a rep to recalculate or reprogram their device. For the event date, pt stated (B)(6) 2025. At the time of the call, the pt was driving and unable to save the nas number. The pt was redirected to their doctor (hcp) for coordination and scheduling of an appointment with the rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.